Event description:
It was reported that a patient underwent a bowel resection procedure on (B)(6) 2025 and suture was used. It was reported incorrect quantity-missing suture & breakage suture. It was reported that there were one sutures less than expected in the newly dispensed suture when preparing for surgery. There should be eight sutures in the package, but actually there were only seven sutures. Changed another one the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/21/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received twenty-six unopened samples pertain to the product code vcpb1840d. Each vcpb1840d product contains eight needle-suture combinations. As per the sampling plan, a visual inspection was performed on thirteen needle-suture combinations, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one opened sample pertain to product code vcpb1840d. Each vcpb1840d product contains eight needle-suture combinations. The visual inspection concluded that the needle in slot #1 was observed intact and the suture strand was missing. The number of strands in the winding former and primary packet is different than the requirements for the product code vcpb1840d, of eight strands per packet, resulting in a wrong number of strands. In addition, the rest suture were inspected and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. No further testing could be performed to this returned sample as the sutures are absorbable and had already been exposed to air. No conclusion could be reached as to what caused the suture missing. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described "breakage suture" could not be confirmed as the no defect related to breakage suture was found during the investigation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.